Manufacturer narrative:
Neither the blood glucose meter nor the test strips have been returned to the manufacturer. The device has yet to be received by the manufacturer, should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The patient reported a complaint that their livongo meter was not accurate. The patient received a blood glucose reading of 60 when using his livongo meter but his actual blood glucose was in the teens and this resulted in the patient going into a diabetic coma. The patient received medical attention, was admitted to the hospital, and treated for the diabetic coma. The patient was sent a replacement blood glucose meter and test strips.